Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg is in a non-responsive state following an unrelated procedure. The patient did not set their ipg to surgery mode. Further intervention may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates troubleshooting with a field representative was able to restore device communication and therapy.